Manufacturer narrative:
Correction: the initial MDR submitted on october 01, 2025 was filed inadvertently. The antibiotics were administered for an external ear infection (non-device related), and therefore, is not considered reportable to the FDA.

Event description:
Per the clinic, the patient experienced pain, shaking, clawed hand, swelling, and heat at the implant site following a head impact leading to device non-use. Subsequently, the patient was prescribed with anti-inflammatory medication and antibiotics (specific type, date and duration not reported). It was also reported that, the patient was on nerve block procedure for 2 years (date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.